Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. To fix the issue, the fse replaced the solenoid driver board. The fse then performed all functional and safety test as per factory specifications. The iabp passed all test and was released for use.

Event description:
It was reported that during test and preventive maintenance by customer the cs100 intra-aortic balloon pump (iabp) shutdown without generating an alarm. There was no patient involvement and no adverse event was reported.